Manufacturer narrative:
Manufacturer reference no.: (B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to heat damage, which was observed during physical inspection. The discovered symptom of burn/heat damage was confirmed during evaluation on component q5 on the backflex. The cause was determined to be an overdraw of current from a wireless battery module, which caused the q5 component to fail. The backflex was replaced to correct this condition.

Event description:
During baxter's evaluation of a spectrum pump, the device had burn/heat damage. There was no patient involvement.